Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2016 with the following findings: on investigation, the display screen was confirmed to be dim/faded and discolored. Unrelated to the original complaint, the pump case is damaged near the bumper pad and the audio bolus button was damaged/punctured but responsive on testing.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter: (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery. The reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.